Manufacturer narrative:
(B)(4). The product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 6. Reference MFR report: 1627487-2016-00380, 1627487-2016-00381, 1627487-2016-00382, 1627487-2016-00383, 1627487-2016-00384. The patient had 2 model 3343 extensions implanted with the same lot number. It was reported the patient's entire pns system was explanted due to an infection (explant date unknown). The details of the infection and medical/surgical intervention are unknown. The patient's infection has resolved and a new pns system has been implanted. There is no additional information at this time.